Manufacturer narrative:
(B)(4). The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the orbit galaxy xtrasoft coil 3x6 (640cx0306 / 17635077) became kinked in the microcatheter. There was no report of patient injury or complication related to the reported event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the procedure (target vessel was not known) the orbit galaxy xtrasoft coil 3x6 (640cx0306 / 17635077) became kinked in the microcatheter; the microcatheter had continuous flush maintained. There was no report of patient injury or complication related to the reported event. The non-sterile orbit galaxy xtrasoft coil 3x6 was received coiled inside a pouch. The hypotube was microscopically inspected and was observed to be broken. The edges of the broken section showed evidence that the hypotube kinked before it broke. The coil introducer was zipped with no observable damage noted on it. The undamaged support coil was partially outside of the introducer. The gripper and the embolic coil were inside the coil introducer were microscopically inspected; no observable damages were noted on them. The device history record (DHR) review of the manufacturing documentation associated with this lot 17635077 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The issue of the orbit galaxy xtrasoft coil being kinked in the microcatheter reported was not confirmed during the microscopic visual inspection. The broken condition of the hypotube was most likely caused by applied excessive force. The cause could not be conclusively determined; however, procedural factors and handling process may have contributed to the reported failure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
Product complaint # (B)(4). The device history record (DHR) review of the manufacturing documentation associated with this lot 17635077 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.